Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair has been noted in the last 12 months. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed. Probable cause of the reported problem could not be determined.

Event description:
It was reported that the patient arrived at infusion for discontinuation of pump, the cadd pump was stopped and the pump was reviewed by the registered nurse. Per reporter: total volume delivered 567 ml, reserve volume 0 ml. However, when the bag was opened, a full bag of epoch was observed. Patient claims no occlusion alarms were heard while at home or while getting to the appointment. All clamps were noted open and tape appropriately, lines free of kinks and occlusion, both cvc lumens intact with brisk blood return noted and both flushing easily with ns. Continuous infusion rate was 23.6 ml/hour, total reservoir volume was 567 ml, was given 567 ml. When the patient was examined, the entire drug volume appeared to not have infused at all. The air detector was off, upstream sensor was off, length of infusion was 24 hours, lock level was 2, a closed system transfer device (cstd) was used to fill cassette. The pump was not used to prime the extension tubing, primed tubing in hazardous hood. Patient was considered to miss a dose, and an additional bag was administered. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.